Manufacturer narrative:
Upon follow up it was reported the patient continued antibiotic therapy for one week at home. The patient was recovered from the peritonitis event on an unreported date (previously reported as five days after event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and severe abdominal pain. The cause of the peritonitis was not reported. The same day as the manifestation onset, the patient was hospitalized for the peritonitis. The patient was treated with unknown antibiotics which were discontinued 12 days after event onset. Pd therapy was ongoing. The patient was discharged five days after hospital admission. At the time of this report the patient outcome was not reported. No additional information was available.

Manufacturer narrative:
Upon follow up it was reported the patient was recovered from the peritonitis event (five days after event onset). Should additional relevant information become available, a supplemental report will be submitted.